Event description:
On september 12, 2006 the lay patient's mother contacted lifescan (lfs) another country alleging that the patient's one touch ultra meter displayed the error 4 message. The medical affairs specialist (mas) sent follow-up questions to lfs another country and received answers included below: the patient is a child. He tests with two meters; one that he keeps at home and the reported meter, which he uses at school. The patient' usual insulin regimen is novo rapid insulin 3 times per day and lantus insulin 6 units at night. Two days earlier, the patient had a cold; his blood glucose reading was 22.0 mmol/l on that day. Due to his elevated blood glucose reading, the patient's insulin was increased to 5 units novo rapid insulin 3 times per day and lantus insulin 8 units at night on the same day. The patient obtained a result of 11.7 mmol/l at 7:00 am on the following day. He took 5 units of novo rapid insulin. The patient went to school and attempted to test with reported meter 5 times at lunchtime. He was unable to obtain a reading because the meter displayed the error 4 message. The patient took novo rapid 5 units after attempting to use the reported meter. Approximately 1 1/2 hours later, during his physical education lesson, the patient felt cold and clammy. He did not attempt to test with the meter because it had not worked previously. He took some oral dextrose tablets and felt better 1/2 hour late. The patient's insulin regimen was returned to his usual dosage regimen. The customer care advocate (cca) was unable to confirm whether the patient's testing technique had been correct at the time of concern. The cca was also unable to confirm the condition of the test strips at the time of concern or whether the meter used outside of the acceptable temperature range. The complaint is reported because the patient was unable to obtain a reading on the lfs product. He took insulin and one and a half hour later experienced symptoms that suggested hypoglycemia. He treated himself with oral dextrose tablets.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the result in a supplemental report.